Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. The tamper seal was found broken and the plunger seal in tact. The physical condition was found to be chipped tip case corners, damaged bottom case gasket battery door and right plunger case. During error history log review improper shutdown, pump motor drive off post and pump motor drive phase b post were identified. Power up/power down process were performed and the battery status was checked. There was battery communication timeout at power up and all battery values were note as zero. Corrosion was found on the interconnect board and main board as a result of fluid ingression. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The root cause of the reported issue was determined to be customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. The interconnect board, main board, and top case were replaced. Power up process, preventative maintenance and all function test were performed and passed.

Event description:
It was reported that the device alarmed while the unit was turned off and that the case was damaged/dropped. There was no reported patient injury.